Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), when aspirating the sheath air was pulling through the sheaths¿ large valve. The physician then reinserted the dilator and removed it keeping the sheath completely still and the introducer sheath aspirated appropriately after that. The ipg was successfully implanted and remains in use. No patient complications have been reported as a result of this event.